Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg will no longer communicate with the external devices. The programmer also reflects a communication error. The next course of action has yet to be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.